Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "intermittent keypad response. (#0, 1, 2)", which was experienced during evaluation. The remaining keys were tested and found to be functioning as designed. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently.

Event description:
It was reported that a spectrum pump had an intermittent keypad response (#0,1, 2). It was also reported there was no patient involvement.